Event description:
It was reported that foot-switch on the 9900 sys would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed as an on site investigation. The foot-switch was replaced during the service call. The sys was tested and found to be working as intended and put back into service.